Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with a grade 2 of diffuse lamellar keratitis (dlk) at 1 day post-operative exam on right eye. The patient's chief complaint was irritation and scratch of foreign body sensation. Topical steroids and oral steroid (prednisone 20mg twice a day) were prescribed and increased to treat the symptoms of inflammation/infection from the dlk. There was no loss of best corrected visual acuity (bcva) noted. This report is for the excimer laser system.